Manufacturer narrative:
There was no patient injury and no medical intervention was required. The patient was placed on another machine and completed his treatment with no further incident. Facility's biomedical technician spoke with the gambro technical assistance services group, upon their recommendation he ordered a blood pump assembly. He installed the blood pump assembly on 11/24/06 and the machine has been returned to service. There have been no other events with this machine since the component was replaced. When the component is rec'd it will be evaluated. The results of the evaluation will be provided in a follow-up report.